Event description:
It was reported that during an orbital atherectomy treatment procedure, oad removal difficulties were encountered which required surgical intervention. Despite this intervention, a portion of the device remains implanted in the patient's body. The intervention was performed on the left leg using an up and over approach with a 6f introducer sheath. An infrapopliteal segmental diagnostic angiogram revealed 3-4 mm diffuse, calcific disease of the tibial peroneal trunk (tpt) as well as the entire anterior tibial (at) artery including the anastomosis. A 0.014" guide wire was used to cannulate the artery and was exchanged out with a 0.035" catheter. A viperwire 0.014" flex wire was introduced and placed distally into the dorsalis pedis (dp) artery. The exchange catheter was removed. A diamondback 1.75 classic crown oad was introduced and debulking of the tpt and at was performed. Four passes were performed at low, medium and high speeds at a location 3 mm proximal to the take off of the at and into the at for a total cutting length of 7 cm and a total cutting time of 2 minutes, 50 seconds. The 1.75 classic crown was then moved distally 7 cm and debulking was performed in the at using low, medium and high speeds for a total of four passes with 3 minutes of cutting time. The 1.75 crown was then advanced distally 7 cm and cutting was performed at low, and medium speeds for a total of 1 minute, 30 seconds. The physician then attempted to remove the diamondback catheter to shoot an angiogram, but was unsuccessful. The catheter was stuck in the at and would not come off of the wire. He then attempted to remove the catheter and wire simultaneously with no success. At this point, the physician engaged the drive shaft at the lowest speed for a total of 5-10 seconds and was again unsuccessful in dislodging the catheter. He pulled again on the drive shaft segment that was outside of the sheath and patient with no success. He subsequently cut the drive shaft that was located outside the sheath and patient and then performed a popliteal cut down and anterior tibial arteriotomy to remove what appeared to be the drive shaft of the oad. He was unsuccessful in completely removing the device and subsequently performed a bypass to the peroneal to restore blood flow. The patient had a palpable and doppler verified pulse post-procedure. The remaining portion of the device remains in the patient. Additional information has been requested regarding this event.

Manufacturer narrative:
Device evaluation: the returned orbital atherectomy device (oad) and the viperwire guide wire were packaged separately. The crown was missing from the returned device. In addition, pieces of the drive shaft were received in a separate container. The condition of the returned items severely limited the capability for analysis. Broken portions of the drive shaft and its components were removed from inside of the saline sheath. Various sections of the saline sheath were twisted and/or melted into the drive shaft. The guide wire had large coiled sections, as well as kinks, bends and a missing spring tip. Upon disassembly of the oad, corrosion was present on various components. Also significant was the presence of tissue on the outside of the turbine housing. A 20 centimeter section of the drive shaft remained attached to the turbine; once the turbine housing was removed, the turbine and drive shaft spun freely. The distal section of the drive shaft, including the crown and the distal tip bushing were not returned with device. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and product specifications. The condition of returned oad and guide wire made failure analysis impossible; therefore, the root cause of the reported event is unknown.